Event description:
It was reported that the patient experienced radiculopathy in the lumbar region which was mild in severity. Patient was given medication and device was reprogrammed. The physician assessed that this issue was not related to the procedure and has a probable relationship to hardware and stimulation. The patient is recovering and the issue is resolving.